Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete mobile bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose level of ¿high¿, specific value not provided. The customer administered a bolus via the pump to address the elevated bg level. Tandem technical support educated the customer on the meaning of an incomplete mobile bolus alert.